Manufacturer narrative:
Device lot number and serial number, unavailable. Instrument was not returned for analysis. Device manufacture date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument outside of procedure. It was reported that a request for a new straight suction had been made. The account bent it and was having difficulties verifying. No patient was present.